Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient had to turn her device off because when she moved left, it shocked her back. During conversation patient indicated she is recommended to have another fusion. Her hcp thinks he can avoid her scs system. Rep was scheduled to meet with patient on (B)(6). On (B)(6) 2018, further information was received that patient had shocking and jolting via adaptive stim when patient was lying on left side. Patient fell on left side "three weeks ago" before shocking occurred. Caller stated patient was recently sent a software update andthat adaptive stim was appropriately recognizing position changes today. Power on reset (por) which was first observed on the day of this report, was cleared via the 8840 at the time of the report. Rep ran an impedance test and electrode 14 was out of range. Caller tried programming around electrode 14 which was testing high greater than 10k ohms during impedance test. Caller changed reference electrode from zero to 1 and 14 remained >10k ohms. All other impedances ranged from 700-900 ohms. Caller confirmed that impedance test was conducted with patient lying on left side with impedance values did not change from other measured positions. Caller confirmed she had already completed initial suggested troubleshooting suggestions. Caller was going to program different left-sided electrodes and lower intensity settings with patient laying on her side after call concluded. Shocking and jolting began as soon as adaptive stim was enabled and patient moved to left side position while meeting with caller today, however, adaptive stim was deactivated by caller after the initial report date. Rep programmed the far left and left adaptive off. Patient was able to go to her left sidewithout the shocking. They were going to try leaving adaptive stim off. No further information at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the high impedance on electrode 14 was not determined. When asked if there were any additional plans to resolve the high impedance issue, the rep said they programmed around it which was performed in the hcp's office. Additionally, the rep said they moved to far left side of paddle and the patient turned adaptive stimulation off; they were not feeling the shocking or jolting. No further patient complications have been reported as a result of this event.